Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported recently having high blood glucose levels up to 205 mg/dl due to having trouble with the insulin pump. Blood glucose level was 172 mg/dl at the time of the call. Customer also reported that she was unable to read the display of the insulin pump due to scratches. No further information was provided.